Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be identified. The procedure was completed using a backup harmonic ace with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no fragment that fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. The harmonic ace instrument was analyzed and found to have teflon pad damage. The missing material measuring approximately 0.43" x 0.10" was not returned. Failure analysis replicated the customer complaint of the instrument not being identified. The instrument failed initialization when connected to the generator because the instrument was found with surface damage to the curved blade. An error message of "replace instrument" kept appearing after tightening the instrument on the handpiece of the generator. The self-test was never completed. Scratch/abrasive marks were also found on the curved blade. Damage to the blade is trigger by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage was detected by the generator with an error during self-test. The complaint regarding instrument recognition issue was confirmed by failure analysis.